Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, another manufacturer's left ventricular (lv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2500 ohms and high threshold measurements. An x-ray was taken which did not reveal any issues. A revision procedure was performed where the other manufacturer's lv lead was taken out of service and another manufacturer's epicardial lead was implanted. No additional adverse patient effects were reported.